Event description:
Pt had swelling in lip a week after injection with bovine collagen. Pt was given prescription of cipro for what was thought to be an infection. The swelling did improve, but only temporarily, and became intermittent, while pt was still taking cipro. Physician diagnosed hypersensitivity to collagen. Cipro was discontinued. No add'l treatment planned at this time.